Manufacturer narrative:
Follow-up (B)(6) 2016: customer stated that a different vial of insulin is being used and that blood glucose levels have stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose of 525 (mg/dl). Customer was treated with an intravenous insulin drip and released approximately 4 hours later. No additional information was provided on the reported issue.